Manufacturer narrative:
Investigation summary: tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Tested 5x returned devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Root cause: cannot determine with retains and return source: phone.

Event description:
Reported 1 false positive sofia2 sars result for one patient. Unknown if the patient is symptomatic or asymptomatic. Customer communicated that the result was confirmed negative by molecular (pcr testing).